Manufacturer narrative:
The incorrect image series was selected during scan assignment and segmentation of the patient's anatomy. The scan that was ultimately selected for segmentation was the older of the two series provided by the surgeon; the selected scan predating changes to the patient's anatomy that took place between scans-- a key feature in determining design inputs for the requested device. The discrepancy was not identified through multiple process checks, including the ultimate review and approval that was performed by the surgeon, though it was caught on the scheduled day of surgery, prompting a same-day cancellation and delaying treatment for the patient. Upon review of production records, no other cases have left the manufacturing facility with the incorrect image series selected for device design. Appropriate updates to relevant work instructions have been made to more effectively identify these errors in the future.

Event description:
Operation was canceled same-day after device was provided having been designed to out-of-date scan, causing delay of care for the patient.